Manufacturer narrative:
Additional information: patient identifier now available from the site.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative inspected the imaging system on-site. Arrived to find unit requesting re-home. Inspection revealed upper door dingus engaged with door closed. Lower disengaged. Manually released dingus. Performed re-home. Issue appears resolved. Performed multiple door opening and closings without incident. Unit operates as expected. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system required re-homing. The system home was re-calibrated successfully, but the door would not register as closed even though it appeared to be fully closed. It was reported that a "door open" message was displayed on the pendant even after the door was closed. The system was rebooted without resolution. The user then attempted to open the door with the override button and re-close it, also without resolution. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to successfully complete the procedure after a 20 minute delay. The patient was not impacted.